Event description:
During a transjugular liver biopsy, the metal cannula was inserted over the teflon catheter and guidewire into position within the patient. On an attempt to remove the teflon catheter a "snagging" feeling was felt. The catheter felt stuck within the metal cannula so the physician felt it best to remove the entire device, rather than pull too hard on the catheter. On removal, it was noted that something inside the metal cannula had snagged onto the teflon catheter, peeling away a portion of the catheter. Fortunately, none of the catheter broke off in the patient. We were further advised that another manufacturer's catheter was then advanced down the metal cannula and when this was pulled back, the same sensation was felt and the catheter also had a portion snagged off. Although the patient did have to wait for an hour on the procedure table for another kit to arrive from another hospital, the patient experienced no adverse reactions.

Manufacturer narrative:
Evaluation: the complaint device was returned to our facility in an opened and used condition. Our investigation confirmed the distal end of the catheter has been damaged. We are aware of the potential for occurrence and have filed a corrective action in an effort to address and resolve this matter.